Manufacturer narrative:
Correction: the initial medical device report was submitted via an alternative summary report on 10/31/2016 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). This report was erroneously submitted on this product. This product was the replacement device.

Event description:
The initial medical device report was submitted via an alternative summary report on 10/31/2016 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). This report was erroneously submitted on this product. This product was the replacement device.